Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 09/30/2019. Section h3: device returned to manufacturer: yes. Device evaluation: on september 30, 2019 the returned lens sample was received for investigation. The product was received in a lensholder. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted (B)(6) 2019. The ocular response analyzer (ora) recommendations did not suggest the need for a toric lens during original surgery. On post op exam, (B)(6) 2019, the patient was measuring 2 diopters of astigmatism with manual k's in the right eye (od). The lens was replaced with a model zxt150 13.0 diopter. There were no complications and no incision enlargement. Patient is doing well post op. No further information was provided.